Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that according to the parents, the patient no longer reacts to sound. Testing shows that the device has malfunctioned. Her father reported that an accident or similar event is not known. For the last three months, it has happened repeatedly, that the patient was not able to hear with her ci.